Event description:
Patient's rx was placed on the wrong patient's account [intercepted drug prescribing error]. Case narrative: initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from health authorities of united states under reference number mw5086788 via pharmacist. This case involves a patient with unknown demographics whose prescription (rx) was placed on the wrong patient's account, before receiving the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route (lot-unknown; information for batch number requested) for unknown indication. On (B)(6) 2019, it was identified that patient's prescription (rx) was placed on the wrong pt's account, but correct patient received correct medicine. The event has been assessed as serious event as the event was marked as medically significant by the reporter. Final diagnosis was pt's rx was placed on the wrong pt's support. Action taken: not applicable. Corrective treatment: not reported for patient's rx was placed on the wrong patient's support. Outcome: not applicable for patient's rx was placed on the wrong patient's support. A product technical compliant was initiated and results were pending for same.

Event description:
Patient's rx was placed on the wrong patient's account [intercepted drug prescribing error]. Case narrative: initial information received on 05-jun-2019 regarding an unsolicited valid serious case received from health authorities of united states under reference number mw5086788 via pharmacist. This case involves a patient with unknown demographics whose prescription (rx) was placed on the wrong patient's account, before receiving the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route (lot-unknown; information for batch number requested) for unknown indication. On (B)(6) 2019, it was identified that patient's prescription (rx) was placed on the wrong pt's account, but correct patient received correct medicine. The event has been assessed as serious event as the event was marked as medically significant by the reporter. Final diagnosis was pt's rx was placed on the wrong pt's support. Action taken: not applicable. Corrective treatment: not reported for patient's rx was placed on the wrong patient's support. Outcome: not applicable for patient's rx was placed on the wrong patient's support. A product technical compliant was initiated on 13-sep-2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 13-sep-2019. Additional information was received on 13-sep-2019 from gemg. Ptc results received and processed. Global ptc number added.